Event description:
It was reported that a 32-year-old caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate plus profile, 475cc saline prosthesis experienced left-sided breast mass, and deflation post procedure. The issue was diagnosed through office visitation the patient stated that tumor was removed, and she noticed the implant is getting smaller the next day, visible ripples, and wrinkles. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention: removal of tumor. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 6, 2024 indicated that the patient scheduled for removal on (B)(6) 2024. Reason for device explant and/or reoperation: deflation, breast mass. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 30, 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, and microscopic examination of the returned device. During visual analysis of the returned sample sm mpps dv 475cc no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear near the valve on the anterior view. Microscopic examination was performed, and the cause of the tear could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Per additional information received on december 30, 2024, the patient underwent bilateral capsulotomy and bilateral replacements with left replacement: (B)(6) / cat: 3502600, right replacement: (B)(6) / cat: 3502600. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 27, 2024, indicated that the patient underwent bilateral replacements with mentor saline 700cc and bilateral capsulotomy. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on january 09, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination and thickness measurement of the returned device. During visual analysis of the returned sample sm mpps dv 475cc no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear near the valve on the anterior view. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the malfunction were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. A second product was received (lot-7004909). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).